Event description:
A customer reported error 4193 y cup transfer z axis overrun on the aia-2000 analyzer. The customer has stated that they have powered down and performed all set home function, cleaned out the waste bin and checked the waste chute. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction to section h1/h2 type of reportable event: previous: correction type was unchecked. Corrected to: correction type now checked.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by reviewing the error log and visually inspecting that test cups were backing up in the waste chute and causing the error. The fse observed buildup at the end of the cup discard duct and suspected that the waste box was overfilled. The fse cleaned the cup discard duct (waste chute) and explained to the customer to check the waste box at the end of the day to avoid the recurrence of the issue. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no errors generated. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint and service history review for similar complaints was performed for the serial number (B)(6). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4193] y-axis cup transfer z-axis home overrun cause: the home sensor activated improperly after movement of the y-axis cup transfer z-axis. If this occurs, the current measurement result will be flagged (mf flag) and new measurements will be suspended. Solution: contact tosoh service control or local representatives. The most probable cause was user error due to not properly maintaining the analyzer's waste chute.

Manufacturer narrative:
Correction to section h10 additional manufacturer narrative: previous statement: a 13-month complaint and service history review for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. Corrected to: a 13-month complaint and service history review for similar complaints was performed for serial number (B)(6). There were two similar complaints identified during the search period.